Event description:
It was reported by the customer that a pyxis medstation es system main drawer 2.1 was failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 had row b off the bus. A field service engineer reseated row board cable connections to resolve this issue. Customer stated that there was a delay for dispensing drug, but they had alternatives to get the drug so no adverse effects to patient. The system functioned as intended after field service engineer troubleshooted the device.